Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 days following the implant of a transcatheter aortic valve, a permanent pacemaker was implanted due to an unspecified conduction disturbance.

Event description:
It was reported that 6 days following the implant of a transcatheter aortic valve, a permanent pacemaker was implanted due to an unspecified conduction disturbance. Additional information was received that the conduction disturbance was likely a heart block that occurred during the transcatheter valve implant procedure that led to the implant of the pacemaker; however, the severity of the heart block was unknown. Additional information was received that the heart block first occurred after valve deployment.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the delivery catheter system (dcs) in this system report may have caused or contributed to a death or serious injury or that the dcs in this report has malfunctioned. Therefore, the dcs does not meet the reporting requirements in 21 cfr 803. Additional information reported that the conduction disturbance occurred after the valve was implanted. Therefore, the valve will remain reportable for serious injury. Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. B5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 days following the implant of a transcatheter aortic valve, a permanent pacemaker was implanted due to an unspecified conduction disturbance. Additional information was received that the conduction disturbance was likely a heart block that occurred during the transcatheter valve implant procedure that led to the implant of the pacemaker; however, the severity of the heart block was unknown.